Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. X-ray showed a fractured sense a sensing cable 13 cm from the terminal pin. Resistance testing found the electrode was not electrically continuous. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and inappropriate shock. .

Event description:
It was reported that this patient received a possible inappropriate shock while sleeping involving this electrode. At a follow-up signals were reproduced when the patient lifted their left arm and when the pocket was manipulated. A revision took place to check for a poor connection, but a good connection was confirmed and noise was seen when the physician applied pressure to the electrode. A lead fracture was alleged. The electrode was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received a possible inappropriate shock while sleeping involving this electrode. At a follow-up signals were reproduced when the patient lifted their left arm and when the pocket was manipulated. A revision took place to check for a poor connection, but a good connection was confirmed and noise was seen when the physician applied pressure to the electrode. A lead fracture was alleged. The electrode was explanted and will be returned. No additional adverse patient effects were reported.